Manufacturer narrative:
(B)(4); batch #:u5ck96. Additional information was requested, and the following was received: could you please provide more details for "very sluggish"? It was a resistance, more than usual. Did the reload lock out and would not work? No. Did the reload begin to staple and cut, but then jammed? No. Was the device fired across a staple line? No. Could you please clarify if the device was difficult to fire? Yes, it was more difficult than it use to be, no problem with the reloads, only the device. Could you please provide more details how issue was addressed? They used the device anyway but change the reload to see if that was going to help. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, a reload (b) was received void of staples, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the instrument was very sluggish when they fired. They changed magazines, but it did not get better. There were no patient consequences.